Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed. This lot was subject to 100% inspection due to operator error. The caps were inadvertently depressed during the manufacturing process. Operator retraining occurred as a result of this. Trending analysis for the product code of 'suspected positive bi' was reviewed for a timeframe of 09/2011 to 08/2012. There was no significant trend observed. Trending analysis by lot number was performed. The lot history from 08/03/2012 to 09/27/2012 found no similar incidents were reported. The fmea (failure mode and effects analysis) reveals that the risk for this issue is at an acceptable level. The hhe (health hazard evaluation) was reviewed for the risk of using instruments from a load with a positive bi result. The medical review for this particular event indicates that the risk to the patient is low. Visual analysis found no manufacturing anomalies that would contribute to a positive bi result. Ten (10) unused cyclesure® bis were returned for investigation. Eight (8) were tested for functional specification and two (2) were used as controls. The product met specification. Thirty-two (32) retains bis were submitted for functional evaluation functional specification was met with 0+/32 bis. Sterrad® malfunction was ruled out as a probable cause as the cycle passed, the ci changed appropriately, and the precedent/subsequent bis were negative for growth. Cyclesure® performance was also eliminated as a contributing factor since evaluation of both the unused returned product and retains product demonstrated that the product functions as intended when used per IFU. The customer was advised by the affiliate that a load should be quarantined until the bi results are confirmed as negative for growth. Insufficient information is available to determine the cause of the alleged suspected positive bi.

Event description:
The initial medwatch reported that the bi was not crushed prior to processing and the cap was depressed prior to processing. However, upon follow-up, the affiliate clarified the cap was depressed prior to incubation, but not before the sterilization process. Thus, the cap was not depressed prior to sterilization.

Manufacturer narrative:
Sex: corrected from female to unknown.

Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad 100s sterilizer. The positive bi result was found after 24 hours of incubation. The previous and subsequent bis were reported as negative results. The bi was not crushed prior to processing and the cap was depressed prior to processing. At this time, there are no reports of injury or harm from the event. The patient did not receive prophylactic treatment. This event is being reported because there was a instrument from the load (periosteotomel) used on single patient before reading the bi results.